Event description:
During the investigation of a separate event, the death of a patient implanted with this implantable cardiac defibrillator system was discovered. The death occurred less than one year after implant. Follow up on the cause of death and circumstances surrounding the death have been inconclusive. Further information has been requested and not yet made available. No complaints, allegations, or previous contacts regarding this device system or any of the individual components have been received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow up has been requested and not yet made available.